Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after the lens was implanted the physician discovered a noticeable defect in the iol. It appears to be a bubble in the dimple of the iol. The iol was exchanged during the initial procedure. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the lens was returned in the lens case inside the opened carton. Solution was dried on the lens. The lens was cut in half and adhered to each other by solution. One piece of the lens is missing a large piece of lens material along the edge where it is cut. The lens was cleaned with lphse. Deep scrape and scratch marks are observed on both portions of the optic. The optic has a mark in the shape of a surgical instrument used to grasp the lens. Damage to the center of the optic surface is observed and maybe interpreted as the reported bubble. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported issue. Damage to the center of the optic surface is observed and maybe interpreted as the reported bubble. The observed lens damage is similar in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).